Event description:
Patient's mother contacted dexcom patient care specialist on (B)(6) 2015 to report intermittent audio output that occurred on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).